Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new ipp was implanted. During the procedure, fluid leak was seen in the right cylinder. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced device failure leading to the replacement surgery. During the procedure the leak was identified on the cylinder. There was no information regarding the lot number of the explanted device. The patient did not experience any known adverse events and was currently recovering from the surgery. No more information available at the moment. Should additional information become available, it will be provided.